Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The 99% stenosed de novo lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. The physician advanced the 5.0 x 20/135cm sterling otw balloon to the lesion for pre-dilatation and on the first inflation, to 12atms the balloon ruptured. The balloon was removed intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.